Manufacturer narrative:
Concomitant medical products: bd 50 syringe; therapy date: (B)(6) 2016. The customer¿s report of a syringe module unexpectedly turning off was not confirmed. Review of the pcu event logs showed that syringe module s/n (B)(4) was infusing milrinone. At 3:15 pm on (B)(6) 2016 the pcu displayed a ¿channels disconnected¿ alarm. Visual inspection under magnification confirmed the presence of white dried residue and film contamination on both of the device's iui pins. Physical manipulation and an 18 hour infusion with additional manipulation did not produce any channel disconnect events. During testing the system functioned with no alarms or anomalies. The root cause of the syringe module unexpectedly turning off was not determined however the contamination on the iuis may have been a contributing factor.

Event description:
The customer reported that during shift report the device, which had been infusing milrinone at 0.41 ml/hr was unexpectedly found to be off, and when they attempted to turn it back on the system was not functioning. The drip was restarted on a new syringe pump within 1 minute of discovery, and there was no patient harm or medical intervention; the patient's mean arterial pressure remained consistent in the 50's, and o2 sats remained 98-100.